Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead with the distal tip measuring 52.0cm was returned for analysis. External insulation abrasion was noted at 32.7-34.4cm from the distal tip, consistent with lead friction to another device or patient anatomy. Internal insulation abrasion was noted at 12.0-13.3cm, 27.8-28.2cm, and 30.4-31.4cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 41.6-42.5cm from the distal tip, consistent with lead friction to the device can. The condition of the etfe coating at this location could not be determined.

Event description:
It was reported fluoroscopy revealed externalized conductors. The lead was explanted and replaced without complication. The patient condition is well.